Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 4 years to 3 years in a 3 months time period. According to information provided, the healthcare provider following this patient, will monitor the device again in one month. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it decreased from 4 years to 3 years in a 3 months time period. According to information provided, the healthcare provider following this patient, will monitor the device again in one month. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. Additional information was received that the health care professional (hcp) requested a review of the battery longevity. Boston scientific technical services (ts) discussed the longevity remaining is within the expectations of the device and current programmed parameters. No adverse patient effects were reported.